Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use of left ventricular (lv) lead it was observed that the minimum mechanical stimulation, which was already disabled (off) triggered ventricular arrhythmias and ventricular tachycardia (vt). The lv lead planned for replacement. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the lv lead was explanted.